Manufacturer narrative:
Abbott prism reaction trays, lot number 05076m700 was considered the likely cause. A review of complaint data for the product and likely cause lot identified normal complaint activity. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. The prism hiv o plus initial and repeat reactive rates were analyzed and the customer's reactive rates were elevated and outside of chart control limits for the week of 08sep2019. However reactive rates were close to historical levels for all subsequent weeks. Both initial reactive and repeat reactive rates for the week of 08sep2019 were below the prism hiv o plus reactive rate upper confidence intervals for plasma donors. The reactive rates for peer plasma sites were within chart control limits for the week of 08sep2019 and below the prism hiv o plus reactive rate upper confidence intervals for plasma donors. Additionally, prism hiv o plus reactive rates associated with master lot 02011n100 and both the customer's site and the peer plasma sites were within chart control limits and below the prism hiv o plus reactive rate upper confidence intervals for plasma donors. Furthermore, prism hiv o plus reactive rates obtained with prism reaction tray lot number 05076m700 were analyzed and were within chart control limits and below the prism hiv o plus reactive rate upper confidence intervals for plasma donors. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the prism reaction trays, lot number 05076m700 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a. Patient information: no further patient information was provided by the customer.

Event description:
The customer observed false (B)(6) prism hiv o plus results for several samples. During the week of (B)(6) 2019 39 (B)(6) results were generated. Confirmatory testing using western blot and eia confirmed 26 of the 39 samples were (B)(6). No impact to patient management was reported.